Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the pump. The customer's blood glucose was high as 574 mg/dl and low as 42 mg/dl. The customer treated with the pump. The customer stated that she also smelled insulin. The customer stated the connector cap had 2 tiny pieces of plastic that broke off. The customer stated that she changed out 3 infusion sets. The customer did not contact her health care provider. The customer was unable to troubleshoot.